Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse confirmed that the procedure was converted to laparoscopic surgery and completed successfully. The fse performed troubleshooting and determined that the issue was related to the axes controller platform (acp) board. The fse replaced the acp board to resolve the reported problem. The system was tested and verified as ready for use. Isi received the acp board involved with this complaint and completed the device evaluation. Failure analysis investigations did not reproduce the reported failure. However, the 32101 error was confirmed via the system logs. The acp board was installed into a printed circuit assembly (pca) xi system. The system powered on with no error. The unit passed as moving and turning all the positions of the patient side cart (psc). The unit also passed while exercising all the arms. Additionally, twenty power cycles were performed without any issue. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that they encountered repeated 32101 error while powering on the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified errors 32101 and 1122. The errors were pointing to axes controller platform (acp) 1 or the patient cart handle sensor (pchs). The tse had the customer hard power cycle the system, but the error persisted. The site then elected to convert to laparoscopic surgery. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: ports were placed on the patient at the time of the event. It was confirmed there was no patient harm, injury or adverse outcome.